Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 9227858. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Investigation conclusion: no samples were received. No photos were provided. Therefore, sample analysis couldn¿t be performed, and the symptom reported by the customer can¿t be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: with no sample analysis a probable root cause could not be offered. Rationale: based on the investigation and with no sample for analysis the symptom reported by the customer couldn¿t be confirmed; we will continue monitoring and trending the complaints to this lot and symptom. This lot was produced for 1.38mm units, this is a cpm of 0.72.

Event description:
It was reported that syringe 5ml saline fill china sp label was illegible. This was discovered before use. The following information was provided by the initial reporter: when giving routine infusion to patients on (B)(6) 2020, it was found that the external label of the prefilled catheter irrigator was fuzzy and the expiration date could not be checked and identified, which caused economic waste. Please a new one.